Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the unit was unable to be primed during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The following physical damage was also found: cracked case at display window corners, reservoir tube lip, and battery tube threads along with minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error; the reservoir was approaching a low level when the pump alarmed. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer was able to clear the alarm and rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.